Event description:
It was reported that the patient had a fracture close to a hip prosthesis, and a ncb df plate was implanted. The fracture did not heal, and the plate broke. It was replaced with another plate (from another company) after four months.

Manufacturer narrative:
The report will be amended when our investigation is complete.